Manufacturer narrative:
This is a report of air in line with a low drain volume (ldv) alarm which occurred during the initial drain. The home patient (hp) was connected during the time of the event. During trouble shooting, renal therapy services (rts) advised doing a test fill and the ldv alarmed. (Rts) helped the hp to end the therapy, and advised the patient to setup with new supplies. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice (hc) device without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient stated that there were multiple air bubbles in the patient line of the hc device. Renal therapy services (rts) helped the hp to end the therapy, and advised the patient to setup with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.